Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was not locked at the jaw and there was slippage.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73a1700348 was manufactured on 01/11/2017 a total of 288 pieces. Lot was released on 01/27/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw damaged. During the decontamination process, the bottom jaw fell off the device and it could be seen that the jaw was severely bent. The sample appears used as there is biological material present on the device. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet ears were broken. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. It appears that the damage to the bottom jaw indicates that there was a significant side load applied to the jaw that caused it to bend. The bottom jaw disengaged due to the significant side load that was applied. Therefore, based upon the observed damage, operational context caused or contributed to this event. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip was not locked at the jaw" could not be confirmed based upon the sample received. However, a defect was confirmed since the sample was returned with the bottom jaw loose from the device and severely bent. The damage to the jaw indicates that there was a significant side load applied to the jaw that caused it to bend. The bottom jaw disengaged due to the significant side load that was applied. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clip was not locked at the jaw and there was slippage.